Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) , product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's wireless recharger (wr) was not charging on the dock. They stated that they were observing a green light on the dock, and they attempted to ensure that the pins were clean, but the recharger would not recharge. Patient stated that when they dock their recharger they observed the moving battery lights but they did not stop. Agent had patient initiate a hard reset on the wr, but that did not resolve the issue. The patient stated that when they were attempting to execute the hard reset no beeps or lights came on from the recharger. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient also reported that they got up 10 times a night, but they got up 20 or more times a night when the device was not charged. Patient confirmed that they were receiving 50% symptom relief from their device and that they "take what they can get." The healthcare provider (hcp) and event date were not obtained.